Event description:
The customer discovered questionable thyroid results for one patient sample when the results from the cobas e601 serial number (B)(4) were compared to the results from an abbott architect. The results from the cobas e601 were: free thyroxine (ft4): 1.79 ng/dl with a data flag and 1.82 ng/dl thyrotropin (tsh): 1.970 uiu/ml and 2.01 uiu/ml the results from the abbott architect on (B)(6) 2014 were: ft4: 1.37 ng/dl tsh: 1.36 uiu/ml the tsh result of 1.97 uiu/ml and the ft4 result of 1.79 ng/dl were reported outside the laboratory. The patient was not adversely affected. As no sample from the patient could be provided for further investigation, a specific root cause could not be determined. Based on the provided calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).